Event description:
Customer reported an alarm for a loose drive support cap that occurred while changing the reservoir. The blood glucose reading was 250 mg/dl. He stated that the insulin pump had not been dropped or bumped prior the the alarm but that the drive support cap was sticking out. He stated that he had not pressed on the cap while connected. Nothing further was reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.